Event description:
A physician reported a pt who was implanted on 21 october 1997 into the upper right, upper left, and lower vermilion borders. The procedures were uneventful. The physician observed moderate swelling in the entire vermilion border region and redness at the insertion and exit sites. He closed the sites with 5.0 plain gutta percha self absorbing sutures. The pt was placed on keflex for 5 days beginning 20 october 1997. The physician directed the pt to sleep with her head elevated, to apply cold packs to the implanted sites and to keep the areas clean and apply bacitracin ointment twice daily to all suture sites. On 27 october 1997 the physician removed the absorbable sutures due to redness, irritation and edema at the incision sites. He noted that the amount of edema in the vermilion border areas was increased. No new medications were prescribed on this date. On approximately 17 november 1997 the swelling was more pronounced. The physician observed a white colored, firm nodule in the medial incision of the right upper vermilion border implant (exact date of onset not known). It was tender to touch and was oozing drainage at the site which the pt stated had begun as intermittent, clear colored on approximately 10 or 11 november 1997 and progressed to constant, yellow pus-like drainage by 15 november 1997. The physician prescribed keflex. On approximately the last date of keflex treatment, 27 november 1997, the pt reported the beginning of soreness swelling, redness and clear drainage in the right upper implant site that presisted on 10 december 1997. On 12 december 1997 the physician diagnosed an infection, removed the upper right implant and prescribed cipro. On 14 december 1997 the physician noted moderate swelling, intermittent clear drainage, redness and tenderness to touch at the site of the right medial exit incision. On 17 december 1997 the physician noted that all the swelling, redness, tenderness and drainage had resolved. He noted a 1mm firm nodule in the right medial exit incision site that was not red, painful or tender to touch. On 21 december 1997 the physician noted that all the sites were well healed and clear of any signs of infection. The nodule remained 1mm in size, and was not infected or painful. The physician planned to reimplant in late january 1998 or february 1998.